Manufacturer narrative:
Inspected two opened/used enlite sensors and performed bicarbonate buffer test. One of the two sensors failed for high reading, one remaining sensor passed per specification with accurate readings.

Event description:
It was reported that the customer's sensor readings disagreed with her blood glucose measurements. The discrepancy was over 20 percent. The customer stated her blood glucose was normal but the sensor was giving low blood glucose readings. The customer stated she had issues with two of the five sensors in the lot. Calibration protocols were explained to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.